Event description:
User facility reported that the product was used to anesthetize prior to a cesarean section procedure. According to user facility, the patient received a total spinal block during the procedure and required intubation as a result. No permanent adverse effects to patient or baby were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.